Manufacturer narrative:
The following sections have corrected information: (h6) clinical code: 1994 - pain; 1924 - failure of implant; impact code: 4629 - device revision or replacement; medical device problem code: 2988 - naturally worn.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the u.s. Department of health and human services (ref# mw5154620), the exactech equinoxe shoulder system was implanted in 2021 for all was well. However, gradually the shoulder became more and more painful. Then 0n 2024, I received notice that the shoulder system had been recalled. A cat scan revealed that the socket is failing. The relevant seria number was checked on the website and this serial number is on the ¿affected¿ list. I have a scheduled surgery to remove the socket in 2024. I will keep the removed socket as evidence.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, d6a, h4, h6. MDR section codes updated/corrected: b, c, d, e, f, g. The reason for the adverse event reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices appear to remain implanted and no radiographs, or clinical information were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.